Event description:
The facility's technician reported a fail code 808:03 during pt infusion. The technician stated that there was no report of any pt injury or medical intervention resulting from this failure. Info was requested by baxter regarding the medication being infused, size of bag or syringe, volume of infusion and the tubing being used, but no info was available. Add'l contact info was requested but no add'l contact was identified. The technician stated that there have been no reports of any pt incident involving this pump since the last baxter service event.